Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was defective. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface pca was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management pca was replaced to address the issue.